Event description:
It was reported that post op to the unknown procedure, the surgeon had a patient bring back from a case on (B)(6) 2022 the following day due to bleeding. The surgeon said he was not sure the cause of the bleeding the patient experienced. The surgeon irrigated the abdomen and applied vistaseal as well as another hemostasis product . Last update, patient was doing okay.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: does the surgeon believe that there is an alleged deficiency with the powered 60+ echelon device or the staple line reinforcement that may have caused or contributed to the complications? Not to my knowledge. The surgeon couldn't determine the cause of the bleeding. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.